Manufacturer narrative:
(B)(4). It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted with a proglide and prostyle devices after a cerebrovascular interventional procedure using a 9f sheath. Reportedly, when the proglide device was attempted to be removed, resistance was encountered and the proglide was unable to be removed. Several attempts using force were made to remove the device by pushing and pulling the device and were ultimately successful. There may have been a damage to the vessel as a result of the difficulty removing the device. The device was replaced with a new prostyle device; however, hemostasis was not fully achieved. Manual compression was ultimately used to achieve complete hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. The reported failure to achieve hemostasis could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It should be noted that the proglide instructions for use (IFU) states: for access sites in the common femoral artery using 5f to 21f sheaths. For sheath sizes greater than 8f, at least two devices and the pre-close technique are required. In this case, it is unknown if the use of only one suture contributed to the reported failure to achieve hemostasis. A conclusive cause for the reported difficulty could not be determined based on the returned device condition. Factors that contribute to failure to achieve hemostasis, include, but not limited to, manufacturing, and user technique (poor or partial tissue capture, air knot). The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling. D4: device was updated from a prostyle to a proglide

Event description:
Subsequent to the initially filed report, the following information was received: the replacement device was a proglide device and not a prostyle.